Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2014; 4195-88 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to oversensing noted as short v-v intervals and non-sustained episodes. The pace/sense portion of the lead was capped and reprogramming was noted to have occurred. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.